Event description:
The customer reported to olympus that there was a no image issue when using the hd autoclavable camera head. This issue was found at the beginning of the procedure and no patient harm was reported as a result. Customer also reported the issue caused a 15 minute delay and the laparoscopic procedure was completed with a different device.

Manufacturer narrative:
The device was returned to olympus and the evaluation is pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the evaluation and investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.